Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the trailing optic was bent and it had to be cut out. The surgery was completed ion the same day. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The file will be reopened if the sample is received. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU. The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).